Event description:
It was reported that the patient presented for device upgrade procedure. The left ventricular lead dislodged during implant when the delivery system was being slit. The lead was not used and a new lead was successfully implanted. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.